Manufacturer narrative:
The ventilator was returned to our engineering dept for investigation. Upon initial testing, the unit was found to have a discharged battery. Once the battery was recharged, as indicated in the 7900 operation and maintenance manual, the unit was able to function on battery power. It was also found that capacitor c31 failed on the power supply board, preventing the unit from operating on ac power. Analysis of the design indicates this capacitor is being used within the MFR's recommended operating specs. It appears, however, the capacitor MFR did not meet the published spec for this component. Due to the nature of the failure, which completely destroys the capacitor, proving this assertion has not been possible. The vendor of the capacitor has been informed of this event. Additionally, changes have been made to the design of the power supply board in regard to the use of capacitors, including a vendor change for this specific type of capacitor. The unit is designed to automatically switch to battery power once a failure with ac power is detected. When this occurs, the unit displays, "on battery". As battery power is depleted, the unit will display, "low battery charge", indicating to the user the battery needs to be recharged, as stated in the 7900 operation and maintenance manual. A preoperative check of the equipment, as stated in the 7900 operation and maintenance manual, checks the status of the battery backup sys. The clinician has the option to switch to the bag position to manually ventilate the pt.

Event description:
Customer reported unit lost complete power between cases. There was no pt involvement. Ohmeda's investigation into the reported occurrence is still ongoing. A follow-up report will be submitted when the eval has been completed.